Event description:
(B)(4). The only information contained in this report is correction or additional information this is report 1 of 3 for complaint. (B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation of the complaint articles indicates that: a review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.